Event description:
It was reported that interrogation of the device was labored and required more than five minutes to complete. Ecgs noted ventricular pacing at 40 ppm. Ddd mode was 50 ppm, the maximum tracking was set to 150 and the rest rate was 50 ppm. Measured data could not be completely assessed. During another attempt to get measured data, a message appeared that interrogation was not successful. At a previous session, bipolar lead impedance was <200 ohms.